Event description:
The reporter stated that the surgeon inserted an aa4204vl single piece silicone lens. The incision was enlarged to remove the lens due to a posterior capsular tear. An anterior vitrectomy was performed and another lens was inserted. Three sutures were required to close the wound. The reporter stated that the lens was not the cause of the capsular tear. A competitor's phacoemulsification system was used.

Manufacturer narrative:
Evaluation method: a work order search was performed for the lens. Results: visual inspection of the returned product showed that there is no visible damage. Both sides of the lens optic and haptics were checked for rough and sharp edges and were found to be acceptable. Clear surgical residue/debris on the product. A lens work order search was performed and no similar complaint was found within the search. Conclusion: (no conclusion can be drawn): based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.